Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The quality controls (qc) were within range on the day of the event. The ccc specialist reviewed the instrument error log and found no issues or errors related to the event. A siemens customer service engineer (cse) was dispatched to the customer site and performed a total service visit. The cse ran service method testing (smt), which passed. The cse replaced the reagent probe 4 (r4) and aliquot probe assembly. The cse cleaned and inspected all drains and replaced the wash probe. The cse aligned the aliquot probe and r4 probe. The cse performed a test for the level sense for aliquot probe and then cleaned and lubricated the vertical shaft, which passed. The cse performed a quick check and ran qc, which passed. The cause of discordant, falsely depressed ecrea results on a patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed urine enzymatic creatinine (ecrea) results were obtained on a patient sample on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The sample was repeated on an alternate dimension vista 1500 instrument, resulting higher. It is unknown if the corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed ecrea results.

Manufacturer narrative:
The initial MDR 2517506-2017-00097 was filed on january 23, 2017. Additional information (03/03/2017): a siemens headquarter support center (hsc) specialist reviewed the event data and result monitors and found no indication of reagent delivery or foaming issues associated with the event. Hsc specialist recommended review of proper pre-analytical sample handling procedures prior to and after collection, storage conditions, sample container and preservatives to ensure sample integrity. The cause of the discordant, falsely depressed ecrea is unknown.